Event description:
The customer reported to olympus that the internal channel was defective on the evis lucera elite gastrointestinal videoscope. During evaluation, it was found that the brush ejects from the light guide side and there was foreign object in the suction channel. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. In addition to the findings reported in event, the bending angle and play of the angle knob were both out of specification due to the elongation of the angle wire, the control body was discolored, the bending section cover adhesive was missing and scratches were found throughout the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer provided additional information: the event was detected in the estimate inspection at the repair center. The date of occurrence is unknown. The repair request from the user is ¿I cant remove the cleaning brush¿ which was detected during endoscope brushing work.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely foreign material came out due to the suction channel in universal cord clogged. The brush came out of the universal cord side likely due to some accidental external factors occurred during handling of the cleaning brush decreased the resistance of it, the cleaning brush shaft broke, and it remained inside during cleaning of the channel. Olympus will continue to monitor field performance for this device.